Manufacturer narrative:
Pending investigation. D10: 6641890, 02-010-06-0320 - tru cc femoral size 2 right. 6931290, 02-012-45-2010 - lgc tibial fit tray cem sz 2f/1t. A323354, 02-012-60-1280 - tru stem ext 12mm x 80mm. A207994, 02-012-60-1680 - tru stem ext 16mm x 80mm. 6165557, 208-05-02 - cc distal fem augment sz 2, 5mm. 6314557, 400-40-14 - flex osteotome-flat, nar. A108900, 400-40-14 - flex osteotome-flat, nar.

Event description:
As reported, approximately one year ago the patient was revised from competitor devices to a cck. Recently, the patient came in stiff, so was downsized from a 15 cck insert to a 9 cck insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported revision due to stiffness cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.